Manufacturer narrative:
Exemption number: e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily tortuous anatomy resulting in the reported difficult to advance. Manipulation and interaction with the compromised guide wires resulted in the reported torn material/shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional (2) bmw universal and trek rx devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a non calcified lesion in the heavily tortuous ramus coronary artery. Resistance was noted during advancement of (2) balance middleweight universal guide wires; although they both eventually made it to the lesion. Resistance was also noted during advancement of a 2.50x15 mm and a 3.00x15 mm trek balloon dilatation catheter (bdc) and a lot of manipulation and torqueing was required to advance the bdcs to the lesion. Due to the manipulation, both guide wires snapped and separated inside the anatomy. One coiled up and the other poked through both shafts of the trek bdcs. Everything was able to be retrieved from the anatomy via snare. A xience sierra stent was ultimately implanted and there was no adverse patient sequela. The entire procedure lasted 3 hours. No additional information was provided.